Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The motor had moisture damage. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump exposed to moisture. The customer¿s blood glucose was 115 mg/dl at the time of the incident. Customer states I was fishing over the weekend and fell in the water off the boat in salt water while wearing the pump. Customer put the insulin pump in rice but was still not working. The insulin pump display also went blank. Customer was advised to discontinue from the pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.